Manufacturer narrative:
A beckman coulter (bec) customer technical support initiated RMA (return material approval) process to return the centrifuge unit. Visual inspection shows that the rt12 rotor was broken into small pieces. The centrifuge unit was replaced by the distributor to resolve the issue. (B)(4).

Event description:
The idexx distributor reported to beckman coulter (bec) that while the ssvt-1 centrifuge unit was spinning, the rt12 rotor inside the centrifuge unit broke. The safety shield was in place, but the hinge was broken by the shattered rotor. The lid did not open completely while the centrifuge unit was spinning. There is no report of injury to the operator or exposure due to this event.